Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer did not observe drips of insulin exiting the infusion tubing during the load fill tubing sequence. The cartridge and infusion set were changed multiple times until the customer was able to observe insulin exiting the infusion tubing during the load fill tubing sequence. The customer's blood glucose (bg) level was in the 300's mg/dl range and a correction bolus via the pump was delivered to address the bg level. As the issue had occurred in the past, tandem technical support was unable to perform troubleshooting to determine a possible cause of the issue.